Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Jet registry it was reported that post treatment procedure the patient experienced target vessel revascularization. In (B)(6) 2014, the 100% stenosed, 12cm in length de novo target lesion was located in the left superficial femoral artery (sfa) with a reference diameter of 6mm. Target lesion was treated with a 2.1/3.0mm jetstream atherectomy catheter. One blades-down pass was performed for 37 sec, and three blades-up passes were performed for 29 sec, with a total runtime of 1 min 06 sec. 100 cc aspirant was collected. Post-jetstream treatment stenosis was 50%. The target lesion was then treated with adjunctive therapy pta. Post adjunctive therapy treatment stenosis was 20%. In (B)(6) 2015, 297 days post-index procedure the subject underwent a target lesion revascularization (tlr). The target vessel was crossed with a non-bsc wire. Distally the stenosis appeared to be exophytic and may have embolized in the past therefore an 8x150 non-bsc stent was placed distally and post-dilated with a 7 mm balloon. There was residual plaque above the stent, so atherectomy was performed with a non-bsc device and angioplasty with a 7 mm balloon. Follow-up imaging demonstrated residual stenosis requiring an 8x60 non-bsc stent. This was post-dilated with a 7 mm balloon. Follow-up imaging demonstrated widely patent left sfa with preserved runoff. Patient was sent to recovery in fair condition. The event resolved and patient was discharge from the hospital on antiplatelet therapy on the same date.